Manufacturer narrative:
Visual inspection revealed that the left driveline tubing that connected to the transducer on the pressor sensor board was not making proper contact, causing an air leak. A rhythmic hissing sound was heard coming from the connector tubing at the m3 transducer on the sensor board printed circuit assembly. Manipulation of this tube caused the left drive pressure to fluctuate out of range, but not for a long enough period of time to trigger an alarm. The root cause of the reported "left pressure incorrect" alarms was an air leak in the left driveline tubing connection at the sensor board. Through normal operating vibration, the air leak increased enough to have caused the intermittent alarms. The multiple "left pressure incorrect" alarms in the alarm history that occurred roughly once per minute and lasted less than a minute supports this finding. The tubing was replaced, and the driver passed all final performance testing. This failure mode posed a low risk to the pt because it did not prevent the companion 2 driver from performing its life-sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its eval of this complaint and is closing this file.

Event description:
The customer reported that the companion 2 driver exhibited "left pressure incorrect" alarms while supporting a pt. The customer also reported that the left drive pressure was dropped and raised in an effort to remedy the alarm, but these actions did not resolve the issue. The pt was switched to a backup driver without adverse impact. The companion 2 driver was returned to syncardia for eval. Review of the electronic pt file revealed multiple "left pressure incorrect" alarms. These alarms occurred approx once per minute and lasted less than a minute.